Event description:
The polar care unit with the universal pad was placed directly on the patient's skin (right knee)and then wrapped in place with gauze. When the patient complained of pain at the site, the rn removed the dressing and polar care pad and discovered that blisters had formed along the incision line. Three blisters were noted measuring 13cm long x 5cm wide, 3cm x 2cm, and 3cm x 2.5cm. The md was notified, polar care unit discontinued, and non-adhesive gauze dressing applied. Hospitalization was not extended. Pt's skin is dry and fragile. No lotion was on the pt's skin--polar care unit was applied directly to the skin without a barrier in place. The device insert and the device itself are clearly marked to indicate that a barrier should be used. The cooling unit as well as the pad both contain warnings to use a barrier with the device.